Event description:
It was reported that the 9600 system had a ifb timedout error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ifb board and tech processor were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.